Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. Upon removal of the device, a hole was observed in the cuff. All components were removed and replaced with a new aus. Boston scientific has been unable to obtain additional information regarding the patient outcome to date.